Manufacturer narrative:
The device was returned for evaluation. Lot release records were reviewed and the product lot met all acceptance criteria. The pod was received fully deployed. Corrosion was noted in the pod near the top battery. A leak was found on the unexposed portion of the soft cannula. The returned device was evaluated and the investigation found evidence of a damaged cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive inline and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 340 mg/dl while wearing the pod between 36 and 48 hours. As treatment, a new pod was applied.